Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient had a power on reset (por) condition. The error code was 0400. The manufacturing representative was with the patient at the time of report and was seeing por 0x400 on her physician programmer. The patient lost stimulation on wednesday prior to report. The patient was currently undergoing radiation therapy for breast cancer. The implantable neurostimulator (ins) was implanted on the patient¿s right lateral buttock area. The patient had radiation therapy until (B)(6) 2015. Impedances tested normal. The cause of the por was not determined but believed to have something to do with the radiation she was receiving for cancer treatment. The device was turned back on and currently functioning normally. No further interventions were planned.